Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking medication during use due to cracked white cone. The leak was discovered during use. The infusor was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photograph was performed and it was noted that there was evidence of a broken white luer which suggested the cause of the leak. The reported issue was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.